Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The family does not know if an accident or trauma has occurred. They also don't know when the user stopped hearing with the device and if it was a sudden stop or a gradual decrease in hearing. A medical intervention is considered, but the re-implantation is not scheduled yet.

Event description:
The user's hearing performance with the device was affected. The family did not know if an accident or trauma had occurred. They also didn't know when the user stopped hearing with the device and if it was a sudden stop or a gradual decrease in hearing. The user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.